Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to leave voicemail as mailbox is full and no messages can be left.

Event description:
Consumer reported complaint for hi blood glucose test results. Mother is calling on behalf of the customer. While attempting to collect information to get meter replaced, mother stated she needed to call her daughter's doctor first and then she would call back. No other information was able to be obtained.